Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a sleeve gastrectomy procedure, the firing was abnormal and there was no staple formation. The device partially fired and the staple line was incomplete. The incomplete staple line was over-sewn. The doctor changed to a new handle to resolve the issue. No other adverse events reported. No reinforcement material was used. Patient status is stable.